Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for the power cord was defective. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dc cord melted.